Event description:
The customer reported unexpected negative reactions with panocell-10 lot 18176 using gel testing. A patient sample with a known anti-fyb antibody tested negative for the fyb antigen. A negative reaction was observed with cell 2 and very weak positive (+/-) reaction was observed with cells 5 and 6.

Manufacturer narrative:
The presence of the fyb antigen was confirmed on retention panocell - 10, lot 18176 with anti-fyb, lot fyb66h-1. Retention products performed as expected. The customer smaple was not submitted to the possibility of sample contamination can not be ruled out. Investigation is ongoing. Without a customer sample, it is also not possible to rule out the event was due to a low concentration of antibody in the sample. The package insert for panocell states: "negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the method employed". There was no transfusion of incompatible blood based on the results, however, the potential for transfusion of incompatible blood exists.